Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient kept getting the error message system problem rm04. Patient would reset the controller and it would still work. Patient did not have their equipment with them to troubleshoot. Patient will call back with equipment for further troubleshooting. The patient called back with equipment and stated they get rm04 when they try to charge implant. Agent asked, the patient stated cord looks fine but it does heat up. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna complaint unverified - found no issues with finding or charging ins. Passed final functional test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.